Event description:
It was reported that few minutes after closing the pocket the device was not capturing. During testing, the thresholds had risen and were high. It was suspected there was dislodgement. The patient was examined under fluoroscopy and pericardial effusion and tamponade were found. Immediate pericardiocentesis was performed but the patient continued to bleed out. Sternotomy was performed to find and repair the perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.